Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.

Event description:
The following info was reported to kci by the nurse: the pt developed an infection, and an x-ray was performed. The nurse alleged that due to no opaque marker, the retained foreign material was not identified. No add'l info is available.